Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent laparoscopy w/extensive lysis of adhesions, bso, and left ureterolysis on (B)(6) 2008. (B)(4).

Manufacturer narrative:
It was reported that the patient had the concurrent procedures of a supracervical hysterectomy, abdominal sacral colpopexy, abdominal paravaginal repair and cystourethroscopy performed during mesh implantation. It was reported that on (B)(6) 2004 the patient underwent having the sling loosened and revised, on (B)(6) 2005 the sling was let down, and on (B)(6) 2007 the cervix and mesh were removed.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01632. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection.